Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (patient sample result=0.252 ng/ml) from a single patient sample processed on the vitros eciq system. The result was reported out of the laboratory; however a health care provider questioned the result. The sample was retested and the retest result (patient sample repeat result<0.012 ng/ml) was believed to be true. A corrected report was issued. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no allegation of inappropriate medical action and/or patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros eciq system. Additionally, the investigation determined that this customer did not process samples in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation could not determine a definitive root cause. There is no evidence that the vitros eciq system or vitros trop I es reagent had malfunctioned. The investigation cannot rule out pre-analytical sample processing as a contributing factor.